Manufacturer narrative:
The clinical application specialist reviewed the system settings and informed that settings were optimized. Due to the reported event, the company representative evaluated the system. The system was tested and verified to meet specification upon arrival. No system issue was found that could contribute or be the cause of the reported event. With the information obtained, as well as the aforementioned factors to capsule tears, the root cause of this event cannot be determined conclusively. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported experiencing four split rhexes during laser assisted cataract surgery over the last few months. Additional information received; the surgeon confirmed that three of the "split rhexes" were capsular tears that went radially. The fourth tore around the capsular bag. The surgeon is unsure when the tears occurred. There are two related reports for this event, this file represents the fourth tear which tore around the capsular bag and another report will be submitted for the three tears that went radial.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received; the surgeon feels the system contributed to the event.